Manufacturer narrative:
(B)(4).

Event description:
A journal article was reviewed which contained information regarding the implantable pulse generators (ipg) and home remote monitors. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. There were patient deaths noted. The cause of the deaths has been requested but not yet received. There were also failed transmissions due to the telephone line at the rest-home where the patients resided. Of note, the article stated "no major malfunctions of devices or leads occurred." There were seven device replacements indicated. Further follow up did not provide any additional information. No further patient complications have been reported as a result of this event. Additional information received from follow up with the author of the article indicated that none of the patients who died during follow up, had any device malfunctions. The deaths were due to cardiovascular reasons.

Manufacturer narrative:
(B)(4) this information is based entirely on journal literature. This event occured outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. There is no information given as to the date of death for any of the patients; therefore, the date of death included in this report is purely an estimate. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "remote follow-up of pacemakers in a selected population of debilitated elderly patients." Europace. (B)(6) 2013;15(3):382-387.

Event description:
A journal article was reviewed which contained information regarding the implantable pulse generators (ipg) and home remote monitors. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. There were patient deaths noted. The cause of the deaths has been requested. Of note, the article stated "no major malfunctions of devices or leads occurred." There were seven device replacements indicated. Further follow up did not provide any additional information. No further patient complications have been reported as a result of this event.